Event description:
It was reported, "trident alumina insert & alumina head replaced with new bearing components to resolve a squeak between the ceramic bearings which developed 9 years after initial implantation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.